Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose after the infusion headset was inserted using the insertion device. There were no concerns during the preparation or insertion of the infusion set, but blood glucose would elevate within a few hours. Pt reported that 1.5 weeks prior to the report, her blood glucose elevated to 565 mg/dl at 4 a.m. Pt changed the infusion headset, delivered an insulin injection, and her blood glucose decreased. Pt noticed, the infusion cannula had 1 bend at the top of the cannula near the adhesive. This occurred a total of 4 times. There was no insulin leakage. Infusion sites were located on her legs, arms, and back. Target blood glucose is 130 mg/dl. Alleged infusion set was discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.